Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the proresults plaque control brush head had bristles fall out in their mouth.